Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Heart failure is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that (B)(6) 2015 the patient was hospitalized due to angina. Coronary angiography was performed on (B)(6) 2015 and noted stenosis in the mid right coronary artery (rca). A 3.5 x 33 mm xience xpedition stent was implanted and the patient was discharged to home on (B)(6) 2015. On an unspecified date, the patient was re-hospitalized with heart failure and discharged. No additional information was provided.